Event description:
It was reported that on (B)(6) 2024, a 9f amplatzer trevisio delivery system (ds) was selected for use in an implant procedure. While the ds was being inserted over the wire into the vessel, the passage of the ds was impeded. The ds was removed and it was noted that the tip had became burred. It was replaced with a 10f amplatzer trevisio ds to complete the procedure. The patient remained hemodynamically stable and there was no clinically significant delay in the procedure. The patient is stable and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of insertion into patient difficulty, and material deformation was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported material deformation appears to be a cascading effect of insertion difficulty. However, the cause of the insertion difficulty could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 9f amplatzer trevisio delivery system (ds) was selected for use in an implant procedure. While the ds was being inserted over the wire into the vessel, the passage of the ds was impeded. The ds was removed and it was noted that the tip had became burred. It was replaced with a 10f amplatzer trevisio ds to complete the procedure. The patient remained hemodynamically stable and there was no clinically significant delay in the procedure. The patient is stable and recovering.